Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to power cord not plugged in by user. The instructions-for-use under baw2800300 rev 2 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Iii. Safety precautions warnings power cord has a hospital grade plug. Grounding reliability can only be achieved when connected to an equivalent receptacle marked ¿hospital use¿ or ¿hospital grade.¿ connections: 1) use only approved cables and accessories with the arctic sun¿ temperature management system control module (appendix b). 2) inspect the accessories for wear, breakage, or fraying before use. Replace if necessary. 3) connect the fluid delivery line, temp in 1 cable, temp in 2 cable (optional), temp out cable and fill tube to the back of the control module. 4) plug the power cord into the wall outlet. Position the arctic sun¿ temperature management system so that access to the power cord is not restricted. Power on: 1) power on by activating the power switch on the back of the device. 2) the patient therapy selection screen will appear on the control panel. Per s03fa211 rev. 21, a DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. This event was a confirmed use of device, not attributed device malfunction. Submitting the investigation details as additional information. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device accidentally unplugged and having an issue with it powering back on. The device sounds of booting up in the background. Advised it takes a moment for the device to load back up. Verified plugged into grounded wall outlet. Device powered back on to water reservoir empty alert. Had them empty pads and therapy resumed. Sn (B)(6). Per follow up information received via phone on 05oct2024, it was reported that after being unplugged by accident, the device was plugged back in and rebooted. The pads were emptied and filled again, and the patient resumed therapy on the same device. No patient impact was reported.

Event description:
It was reported that the arctic sun device accidentally unplugged and having an issue with it powering back on. The device sounds of booting up in the background. Advised it takes a moment for the device to load back up. Verified plugged into grounded wall outlet. Device powered back on to water reservoir empty alert. Had them empty pads and therapy resumed. Sn: (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device accidentally unplugged and having an issue with it powering back on. The device sounds of booting up in the background. Advised it takes a moment for the device to load back up. Verified plugged into grounded wall outlet. Device powered back on to water reservoir empty alert. Had them empty pads and therapy resumed. Sn (B)(6).

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to power cord not plugged in by user. The instructions-for-use under baw2800300 rev 2 are found to be adequate. Per s03fa211 rev. 21, a DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Iii. Safety precautions: warnings: power cord has a hospital grade plug. Grounding reliability can only be achieved when connected to an equivalent receptacle marked ¿hospital use¿ or ¿hospital grade.¿ connections: 1) use only approved cables and accessories with the arctic sun¿ temperature management system control module (appendix b). 2) inspect the accessories for wear, breakage, or fraying before use. Replace if necessary. 3) connect the fluid delivery line, temp in 1 cable, temp in 2 cable (optional), temp out cable and fill tube to the back of the control module. 4) plug the power cord into the wall outlet. Position the arctic sun¿ temperature management system so that access to the power cord is not restricted. Power on: 1) power on by activating the power switch on the back of the device. 2) the patient therapy selection screen will appear on the control panel. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.